Event description:
Event description guidant received information that the patient with this pacing system experienced a syncopal episode. Review of stored electrograms revealed an episode of ventricular fibrillation and numerous episodes of ventricular tachycardia. The pacemaker was explanted and the patient's system was upgraded to a cardiac resynchronization therapy defibrillator device.